Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient wanted to meet with a representative after falling. The last couple weeks the patient fell several times and wasn't sure what caused their legs to give out. They fell and broke a few ribs and were worried something was wrong with the stimulator. The patient felt the relief was the same as they were receiving a significant amount of relief from the ins and an x-ray was performed and the leads hadn't moved. The patient was scheduled to meet with a representative on (B)(6) 2019 to have an impedance check performed. No further complications reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the issue with the ins was unknown. The rep also stated that the patient had cancelled their appointment because they had a meeting with their medical doctor. It was reported that the patient told them that they would reschedule with the rep. Actions taken to resolve the issue were unknown and it was unknown if the issue was resolved. No further complications were reported/anticipated.